Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device was unable to discharge the energy from the defibrillator. The complainant indicated that there was no pt involvement in the reported failure.